Manufacturer narrative:
If implanted, give date: (B)(6) 2012. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). (B)(4). The primary cause for this event was the inadvertent switching of the device history record (DHR/labeling) pouches between the two totes of impacted lenses on an in-process storage rack. Placeholder.

Event description:
It was reported that a patient underwent an implantation of an intraocular lens (iol) which is part of a product recall. Abbott issued the product recall due a diopter mix-up between two lots. No additional information regarding patient status was provided.

Manufacturer narrative:
New information indicated that postoperatively there was an unexpected postop refraction diagnosed, date not provided. The surgery was done in (B)(6) 2012. The patient only complained now. The vision is 1.0 cc (cum correction) corrected. For the calculating of the biometries they used an iol-master of the newest generation, that was not updated online and was not connected to the internet. Patient age/date of birth: unknown. Patient sex: female. Date of event: (B)(6) 2012. Catalog #: ar40e00235. If implanted, give date: (B)(6) 2012. (B)(4). Corrected data: expiration date: 07/11/2017. Device manufacture date: 07/11/2012. All pertinent information available to abbott medical optics has been submitted. Placeholder.